Event description:
Customer stated that they are getting 5,10 wrench light is flashing. A wrench light flashing indicates service is required. Customer then stated that the wire from the power supply is little burned/heated up but no burning smell and the connection was loose as well.

Manufacturer narrative:
Statspin centrifuge reported wrench lights flashing - indicating that the machine has reached its 50,000 revolutions limit and due for servicing. Also, the customer is complaining that there was a burning smell but no smoke, or visible flames, and fire department not called. However, the power cord was said to be a little "burned/heated up", reasonably suggesting charred material. Probable cause of charred material is related to use of instrument despite warning of service required.